Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported, the plunger rod was difficult to move on two of the syringes. Stated, he had to push really hard to get the insulin to come out and that caused him pain in the injection site. Stated, 2 more syringes leaked around the part where the needle sits because it was bent. Stated, the needle was not bent. The part that holds the needle was bent. So that's four syringes in total he had a problem with. Lot: 4065022. Catalog: 328468. Date of event: unknown. Samples: yes cl.